Event description:
The account alleged the brakes would swivel when the stretcher was pushed from the side while in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.